Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant procedure an alert was triggered for high thresholds on the right ventricular (rv) lead. Reprogramming was performed. Approximately two weeks later high thresholds were again noted and revision was performed. It was noted that the suture was loose and slack had pulled back. The lead remains in use. No patient complications have been reported as a result of this event.